Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from olympus china there was the possibility that the reported phenomenon was attributed to the unstable electrical contact due to the wear and/or failure of the contacts or the locking function of the video connector socket by repeatedly long-term use because over eight years had passed from the subject device had been manufactured. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that it was found that the endoscopic image flickered and striated due to loose connection of the video connector socket during the incoming inspection of the subject device for the repair at olympus china.there was no report of patient injury associated with this event.